Manufacturer narrative:
Revision lps tka performed on (B)(6)2017 due to fracture of condyles during physio treatment. X-rays and implant stickers from primary and revision surgeries will be available. (B)(6) female, (B)(6) and 163cms. Primary surgery was on (B)(6)2016. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address fracture of condyles during physio treatment.

Manufacturer narrative:
The complaint states revision lps tka performed on (B)(6) 2017 due to fracture of condyles during physio treatment. X-rays and implant stickers from primary and revision surgeries will be available. (B)(6). Primary surgery was on (B)(6) 2016. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.